Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient stopped therapy six months ago because they were not getting relief. The patient is unsure if something shifted. A revision surgery was scheduled for (B)(6) 2025, but the patient canceled it. The clinical specialist attempted to reprogram the device to improve symptoms. The patient had only used the initial program one and two prior. A complete revision was performed on (B)(6) 2025 due to a lack of effect. No errors noted when connecting to the previous implant. The patient is doing well postoperatively. They report improved urinary incontinence and urgency symptoms.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the DHR review, there were no issues found that would have caused or contributed to the reported issue. As the device was unavailable for evaluation, it is difficult to determine the cause of the reported issue. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient stopped therapy six months ago because they were not getting relief. The patient is unsure if something shifted. A revision surgery was scheduled for (B)(6) 2025, but the patient canceled it. The clinical specialist attempted to reprogram the device to improve symptoms. The patient had only used the initial program one and two prior. A complete revision was performed on (B)(6) 2025 due to a lack of effect. No errors noted when connecting to the previous implant. The patient is doing well postoperatively. They report improved urinary incontinence and urgency symptoms.